Event description:
It was reported that ballon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified vessel in the iliac. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During first inflation at around 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.